Event description:
The het forceps were used for a hemorrhoid procedure in september, exact date of procedure unknown. The patient complained of bleeding 4-5 days later and went to the surgeon's office on (B)(6) 2014. The patient fainted in md's office and was taken by ambulance to the hospital where she was evaluated. On (B)(6) 2014, the patient underwent endoscopy where a polyp was clipped and an ulcerative area was cauterized. Patient was on aspirin and plavix at the time. The patient is reported to be fine and has no more symptoms. The het forceps were discarded after the original procedure and are not returning for evaluation.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.